Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a hernia. It was reported that after implant, the patient experienced scarring, pain, recurrence, mesh failed, mental and physical pain, disability, impairment, loss of enjoyment of life, and defective device. Post-operative patient treatment included revision surgery with additional mesh.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.